Manufacturer narrative:
Received devices back under (B)(4) which were assembled incorrectly as noted. Reviewed processes, work operations, bhr, repair reports and complaints and there were no other issues noted. Bill of materials and work instructions are correct and not followed.